Event description:
It was reported that during a shoulder surgery, the device was making a loud noise. No back up device was available. No delay or patient injuries were reported.

Manufacturer narrative:
Additional information was received from reporter stating that the procedure was successfully completed with a shaver from smith & nephew and has been identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to noise issue include: 1. Possible that too much current is running through the motor of the saline pump causing the motor to run faster and louder. 2. The gamma might have bent causing the unit to run louder due to vibration of the saline line. 3. The coag setting may have been set at a higher setting causing the saline line to vibrate more and causing the wheel to run louder than usually. 4. The saline bag may have been low of saline causing the tubing to vibrate and cause the wheel to sound as if there was an issue with the irrigation part of the system. There are no indications to suggest the device did not meet product specifications upon release into distribution